Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was discovered that the right ventricular (rv) lead exhibited loss of capture and low pacing impedance. The rv lead was explanted and replaced. The patient remained in stable condition.